Event description:
In 2007, this patient had a sparc sling placed for stress urinary incontinence. Had a prolonged post operative recovery with difficulty sitting, chronic urinary tract infections, and periodic drainage. No further info available at this time.

Manufacturer narrative:
The investigation determined a possible cause was insufficient pre- analytics although no specific information was provided for investigation. Another possible cause was a bent bead mixer paddle. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable human chorionic gonadotropin (hcg) result for one patient sample. Three different specimens were drawn about two days apart on the same patient and tested in plastic "pouroff tubes". The first sample gave an hcg result of around 300 miu/ml. The user did not have the exact result or date of collection or testing. On (B)(6) 2010, the second sample gave a result of 4.1 miu/ml. The result was sent to the physician who questioned the result due to the positive result two days earlier. The third sample gave a result of over 2000 miu/ml. The user did not have the exact result or date of collection or testing. On (B)(6) 2010, the two samples with results of around 300 and over 2000 miu/ml were repeated and generated the same values. The user repeated the original draw tube and the "pouroff tube" for the sample with an original result of 4.1 miu/ml and received a result around 800 miu/ml for both. The user stated she did not have access to information about whether the patient was affected by the result of 4.1 miu/ml that was reported outside lab. The hcg reagent lot number was 15653702. The field service representative could not find a cause and took no remedial actions. He stated it was possible the sample contained a clot which was not present when the sample was repeated. He ran performance tests and additional patient samples which verified the analyzer was performing correctly and to specification. The user ran calibration and quality control with acceptable results.